Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation 07/06/2015. Results: the catheter was tested in accordance with spinal inspection. The catheter was tested, the catheter was tested in accordance with q00011, negative icp was able to duplicate. As visually inspected, the licox bolt distal end was filled with solid particulate and similar particulate was also present inside the bellows of the 110-4l catheter. The particulate that was in the bellows most likely resulted in icp reading failure. The customer returned catheter serial number (B)(4), it belonged to 110-4l, lot number 305000311748. Lot was mfg on 08/25/2014, and it will be expired on 11/30/2016. Lot met all requirements before released in finished goods. Complaint history, model 110-4xxx, from (B)(6) 2014 through (B)(6) 2015 reviewed, there were 23 other complaints that issued with complaint (B)(4), and three of them were confirm. The number of units, model 110-4xxx, ((B)(4)), (B)(6) 2014 through (B)(6) 2015 divided by the number of confirmed reports (03) and multiplied by 100 results in a failure rate percentage 0.01 percent. Conclusion: the reported customer complaint was verified per the testing performed. Based on the results of the 24 hour stability testing, the catheter failed for negative drift. Investigation of the transducer distal end indicated that foreign particulate was present within the bellows which caused the catheter to behave abnormally. Further investigation indicated that the foreign particulate in the bellows was introduced by the ip2 licox bolt which when inspected, showed a similar foreign matter occluding the distal end of the bolt. The root cause of this complaint can be attributed to the foreign matter present in the bellows due to foreign matter occluding the licox bolt.

Event description:
It was reported that a 1104l (intracranial pressure) icp values were reading negative values despite connecting patient to another camino monitor. The patient was responsive to oxygen challenges. Values dropped significantly after 36 hours in patient - (icp readings dropped 25 in 4 hours). The information provided was from the clinical nurse educator and is as follows: patient's age, gender and underlying medical condition: unknown. Unknown about previous procedure. Reason for use: catheter was in situ for monitoring patient in (intensive care unit) ICU. Lot number and expiration date: details are provided on catheter itself unable to identify lot number as catheter is sealed and packaged in biohazard bag. Was a revision required: no. Did the event result in patient injury requiring medical intervention: if so describe the treatment. No patient injury. Medical intervention required: catheter was removed and replaced. Patient outcome: specifics unknown, however patient has been removed from ICU.